Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Possible lot numbers: 2844620 or 2927315. PMA 510(k): k913859 & k083641.

Event description:
This event occurred in (B)(6). The care assessor reported on behalf of the patient that the bivona tts tracheostomy tube balloon must have got caught on something as the balloon came aprt from the inflation line. The tube ended up getting changed. There was no reported information on the patients condition.

Manufacturer narrative:
The reported 8.5mm tts¿ tracheostomy tube was returned for investigation with 3 other tracheostomy tubes. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. During visual inspection of the device, it was observed that the airway balloon was completely detached from the airway line. Further examination, found that the airway line was still present inside the balloon and that the break occurred outside of the balloon. The presence of the airway line inside the balloon indicated that the bond between the airway line and balloon was sufficient to retain the airway line. Investigation, was unable to determine the root cause of the cut in the airway line; however, no evidence was found to suggest an intrinsic product defect. (B)(4).